Manufacturer narrative:
The AED nor battery pack associated with this complaint were returned and analysis of the AED's log files did not identify a cause for the depleted battery pack.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.